Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 4-6 weeks prior to contacting lfs. The patient reported obtaining a reading of "260-270mg/dl" on the lfs meter. The patient reported using insulin pump therapy to manage her diabetes. The patient reported in response to the alleged reading, she bolused herself accordingly. The patient reported 1 hour later she developed symptoms of "shaky, cold sweats, hungry and weakness." The patient reported a reading of "50mg/dl' was obtained on an unknown meter. The patient reported treating herself with a juice box and a granola bar at an unknown time. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required treatment.

Manufacturer narrative:
(B)(4): the meter passed testing and no faults were found; pa was unable to duplicate the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Pa unable to perform test strip evaluation since test strip lot number was not provided by the patient. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.